Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 3 photos from the customer in support of this complaint. Visual examination of the sample and photos were performed and revealed embedded foreign matter in the tube therefore, bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: dirty tube x1."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: dirty tube."